Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient had a full system explant and replacement due to ineffective therapy as the lead was not placed in an optimal position for patient's complex anatomy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.